Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 630mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Troubleshooting found that the pump has excessive motor error and no delivery alarms that cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for anaysis.

Manufacturer narrative:
The insulin pump was received with corroded battery cap and battery tube. All operating currents within specification and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump minor scratched display window.